Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an MRI technician regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. The patient was having an unrelated MRI in which the MRI technician requested MRI eligibility information which was reviewed. The caller indicated that the patient hasn¿t used their stimulator for some time because they experienced painful stimulation at an unknown location and the device was malfunctioning so the patient decided to turn it off. This began on an unknown date. No further complications were reported/are anticipated.